Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited undersensing on the atrial channel, with inappropriate anti-tachycardia pacing (atp) being delivered as a result of atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) assessed the event and recommended adjusting the sensitivity of the right atrial (ra) lead from 0.25 millivolts to 0.2 or 0.15 millivolts. Three episodes of therapy occurred with one atp per episode, no shocks were delivered, and therapy was not exhausted. Therapy did not induce, alter, or accelerate an arrhythmia. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.